Manufacturer narrative:
(B)(4). Batch # r9557c. Investigation summary: the hand piece was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument, and was found to be non-functional. A "replace handpiece" alert screen was displayed. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the handpiece mid-housing. It is possible that the ingress of moisture affected hand piece functionality. Analysis was unable to determine the exact root cause that led to the crack in the handpiece nose cone. A manufacturing record evaluation was performed for the finished device batch number and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, a "replace hand piece" alert screen was displayed by the generator. Changed to another device to complete surgery. There was no patient consequence reported. No additional information is available at this time.